Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The processor and sram card were replaced. The power supply was checked. The system was tested and is operating as intended.

Event description:
The customer reported that the c-arm would not boot up on the 9600 system. No patient injury was reported.